Event description:
The following has been reported: biomed reported: tubing set misloaded alarm constant. Pump has been cleaned around the pins and the guides. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) or pneumatic valve actuation failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint was flagged for a pneumatic leak rate/actuation failure. To confirm the customer's complaint, the pump was tested using a final acceptance testing procedure. The pump was able to pass testing with no signs of fault or errors. A mock infusion was performed in another attempt to see if the initial failure could be replicated. The pump was able to pass the mock infusion is no signs of fault. To see if the fault could be replicated on older production software, it was provisioned to sw 5.8.0 to see if that would have any impact on functionality. The pump was also able to pass the mock infusion on this software. Due to the log files recording faults with the pneumatic valve assembly, they will be replaced to ensure overall functionality. Additionally, during the investigation of the internal components it was noted that the wi-fi antenna board was loose from its attachment point in the housing. While inspecting the loose wi-fi antenna, evidence of dried foreign material was located at the bottom of the front housing. A detailed visual inspection of the dried material found a concentration of material around the set ID/bubble detector area. The set ID was found to have evidence of slight fluid ingress near the lower screw boss. Photos were taken of the impacted area; the set ID was removed from the front housing and a visual inspection was made to assess the amount of fluid ingress. The set ID/bubble detector was inspected for any signs of nonconformity. The internal pcba and the outer housing appeared to be in good working order with no signs of fault. The gasket seal was inspected for nonconformities. Observations showed that the gasket seal showed signs of excessive torque when it was mounted to the front housing. This was indicated by the excessive indent that surrounded the outer perimeter of the gasket as well as the gasket showing signs of deformation around each of the screw bosses on the bubble detector housing. After consulting manufacturing engineering, the summary concluded that the root cause of the gasket failure was due to an assembly error. This error was the result of the operator applying excessive torque when installing the set ID assembly into the front housing. Upon further observations, it was also discovered that one of the mounting points for the main pcba on the lcd touchscreen was damaged and will need replaced during the repair process. The pump is also listed as needing its spring cage replaced due to the ongoing recall. All necessary information will be logged in accordance with all standards put forth by the recall process. Once the pump has been cleared for repair, all effected components will be replaced, and the pump will undergo all necessary functional testing to ensure functionality.